Manufacturer narrative:
Tracking #. 47077. Date sent: 11/13/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd, the visual examination and the functional test, no conclusion could be reached as to how the reported instrument "staples malformed" during surgery occurred. The instrument was examined, was found to be functional, and was cycled and fired, the remaining 20 staples well formed. The experience the surgeon reported could not be repeated.

Event description:
It was reported the device was used during a laparoscopic inguinal hernia repair. It was reported that the rep was told the device would not clamp closed. Whether this means the handle would not squeeze or staples would not form is unk. Visual inspection of the device indicates the device may have been dry fired and jammed. Another device was opened to complete the case. There was no consequence to the pt.